Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem clinical support educated the customer to properly cycle the cartridge before use and that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.